Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported they have back pain that started after the stimulator was implanted. The patient reported that the doctor that put the scs in stated that it was put in the wrong place and couldn¿t get it in, so he had to call another doctor to put in a second time. It wouldn¿t work because of being in the implant was in the wrong place.

Manufacturer narrative:
Product ID (B)(4) serial# (B)(4) implanted: (B)(4) 2015 product type pump .if information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(4) 2018 additional information was received from a consumer reporting that they woke up and did not have a stimulator" this is additional descriptive information from the implant procedure not provided in the original reporting of the event. The healthcare professional (hcp) told the patient they will still be in pain because as little as patient is, it will hurt in the back. Patient reported they are in chronic pain, they feel like their legs went to sleep, and that the hcp said they would need to have surgery because there is something on her spine. No additional patient symptoms, and no additional complications were reported for this event.

Manufacturer narrative:
Product ID: 8637-20, serial# (B)(4), implanted: (B)(6) 2015, product type: pump. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018 additional information was received reporting that the patients weight at the time of the event was (B)(6) lbs., and that after the implant of a neurostimulator and pain infusion pump system their pain was worse. The patient stated that the action/interventions taken did not resolve their issues and are worse, they want the implants to be removed. No additional patient symptoms, or additional device complications were reported for this event.